Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: during investigation, the pump was exercised for a minimum of 24 hours. The pump was returned with the insulin on board (iob) duration set to 2 hours. A 10 unit normal bolus was programmed and delivered during the investigation with no insulin on board present before the bolus delivery. Two hours after the first bolus delivery, the insulin on board remaining showed 0.30 units. The insulin on board algorithm was different than what the user expected; however it has been determined to be part of normal pump function. The remaining amounts of bolus delivery of 7% or less are part of normal functionality of the pump and do not pose any risk to the patient. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas and alleged the following: the patient's mother questions the iob on the pump, asking why even though she set the iob to 2 hours there was still some iob present more than 4 hours later. She also said that this was not the case on her other child's pump and was worried that the patient wasn't getting the requried amount of insulin. Reporter has lost confidence in the pump. There was no allegation of an adverse event. This complaint is reportable because inaccurate insulin on board calculations could cause the user to improperly dose.